Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal femoral artery with heavy tortuosity and mild calcification. The 5 x 60 mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully; however, the balloon will not fully inflate. The bdc was removed from the anatomy and tested on the preparation table. It was stated that a leak was observed between the catheter and hub of the device. A new bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.